Event description:
Pt had blockage mid rca. Balloon inflations were attempted but unable to fully inflate due to calcified areas. Rotablator w/1.75mm burr advanced 2/3 into stenosed, calcified area. Unable to advance further, burr was withdrawn. Used 1.25mm burr and advanced to proximal rca, above lesion, which resulted in perforation. Burr was withdrawn and perfusion balloon inserted, however, distal guide wire fractured. New wire and perfusion balloon were easily passed and inflation performed to seal proximal rca. Patient had single vessel bypass with removal of guide wire fragment without further consequence.